Event description:
Promus premier china registry. It was reported that acute coronary syndrome occurred with residual effects. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with acute coronary syndrome and was hospitalized on the same day for further treatment. At the time of the event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed to treat the event. One day later, the event was considered to be recovered/resolved with sequelae and on the same day, the subject was discharged from the hospital. It was further reported that coronary angiography revealed mild restenosis in the study device. The event was treated medically.

Manufacturer narrative:
E! - initial reporter address 1: (B)(6) b2 - date of event: updated from 10/23/2022 to 10/13/2022.

Manufacturer narrative:
E1 - initial reporter: (B)(6).

Event description:
Promus premier china registry. It was reported that acute coronary syndrome occurred with residual effects. In (B)(6) 2018, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 100% stenosis and was 34 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was 10%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with acute coronary syndrome and was hospitalized on the same day for further treatment. At the time of the event, the subject was on aspirin and clopidogrel. Angiography without revascularization was performed to treat the event. One day later, the event was considered to be recovered/resolved with sequelae and on the same day, the subject was discharged from the hospital. It was further reported that coronary angiography revealed mild restenosis in the study device. The event was treated medically.